Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty ias computer and power board. The parts were replaced. The replaced parts have not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the image acquisition system (ias) became unresponsive after 3d mode settings were changed and then 2d mode was initiated. When the radiographer shut down/turned off the ias it took approximately 10 minutes. Once the system finally shut down, the radiographer turned it back on but the system became unresponsive with no green scroll in the first two rows and 'connected, not ready' in the third row. The radiographer rebooted the system again with no issues observed. When it started back up it became unresponsive and stated 'system booting, please wait'. No patient was present during the time of the reported incident.

Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect computer for the imaging system was returned to the manufacturer for evaluation. Testing found that a hard drive on the unit was corrupted.